Event description:
Caller reported a minimum fill notification following a pump reset due to a malfunction issue. Blood glucose level was within normal parameters during the event. After the reset, the caller successfully loaded a new cartridge and resumed insulin delivery, resolving the issue.